Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter timer not advancing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test and download with nordic bluetooth device was performed and failed due to not found status. A review of the share logs was performed and transmitter failed error was undetermined because there were no data log from event date to review. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.